Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: prior to the fifth firing, the surgeon was able to close the jaws, but not open. The adapter was removed from the handle and a tool was used to open the jaws. The jaws were successfully opened but it was not possible to remove the reload from the adapter. The adapter was reattached to the handle, the battery was removed and reinserted, and the reload could then be unloaded. A disposable handle was used to complete the procedure. Operating time was extended less than 30 minutes. No buttress material was used.

Manufacturer narrative:
(B)(4).